Manufacturer narrative:
The pump was not returned to (B)(4) for evaluation. A DHR review was performed and no non-conformances or issues were found. Because the pump was not returned, (B)(4) was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to (B)(4).

Event description:
The initial reporter stated that the pump was not delivering food, and that there was no alarm. The initial reporter also stated that the patient did not have any adverse effects due to the complaint. (B)(4).